Manufacturer narrative:
Proximity interference (spi) value or catheter proximity. The thermocool smarttouch uni-directional sf catheter was zeroed after the initial warm-up phase, post connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since the event was detected during the mapping phase, we are taking the conservative approach and reporting this event under both the thermocool smarttouch uni-directional sf catheter and lasso navigational variable eco catheter. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17621182l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: ismus catheter, model #: d-1171-22-s, lot #: 17523380m. Soundstar eco catheter, model #: m-5723-17, lot: e8044951. Non biosense webster, inc. - baylis medical transseptal needle, non biosense webster, inc. - st. Jude medical sl1 sheath, non biosense webster, inc. - st. Jude medical agilis sheath. (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch uni-directional sf catheter and lasso navigational variable eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, a tamponade was detected via intracardiac echocardiogram and confirmed via transthoracic echocardiogram. The pericardiocentesis yielded 100 ml of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. Cardiovascular medical history includes left atrial hypertension, possible rheumatic mitral valve disease, and xarelto with last dose 4 days prior to the adverse event. Factors cited that may have contributed to the adverse event include left atrial hypertension. Physician did not provide a causality opinion. Transseptal puncture was performed with a baylis medical transseptal needle. Sheaths in use were st. Jude medical sl1 and st. Jude medical agilis. Generator parameters, overall ablation time, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping phase. Patient received anticoagulant (heparin bolus and infusion) during the procedure with activated clotting time (act) target of 350 seconds. Tamponade was detected prior to the act measurement. The thermocool smarttouch uni-directional sf catheter, lasso navigational variable eco catheter, soundstar eco catheter and ismus catheter were in the patient¿s body at the time the injury was detected. There is no information regarding shaft